Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated rv (right ventricular) oversensing. Evidence of t-wave oversensing (twos) has been noted. The analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. Unexpected shock occurred on (B)(6) 2016. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to t-wave oversensing (twos) on the right ventricular (rv) lead. It was also reported that the device had a twos detection issue. Additionally the left ventricular (lv) lead had high and varying impedance. The device was reprogrammed and remains in use. The rv and lv lead remain in use. No further patient complications have been reported as a result of this event.